Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked during use. The following information was provided by the initial reporter: "they can not flush any fluids through them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 2209073 was not found for the reported catalog# mp5303-c. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were corrected due to additional information: d4: medical device lot #: 22079073. D4: medical device expiration date: 07jul2027. D4: UDI #: (B)(4) h4: device manufacture date: 14jul2022. H6: investigation summary: three photos were returned by the customer. It was reported by customer that "...also a difference in the lure that are more difficult to attach to the IV,.. These new ones...are shorter." The photos show the packaging and the sets. However, since the luers are unable to measured, the complaint cannot be verified. A device history record review for model mp5303-c lot number 22079073 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked during use. The following information was provided by the initial reporter: "they can not flush any fluids through them."